Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the "poor position of the histler's beam" and the high pacing threshold were attributed to the patient's abnormal anatomical structure with no performance allegation against the low-voltage pacing lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, due to the "poor position of the histler's beam," the parameters on the low-voltage pacing lead were not ideal with a high pacing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.